Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic caught in the cartridge and tore off. The surgeon removed the lens without enlarging the incision and replaced it with another same model lens, no pt injury. It should be noted that the cq cartridge was not tested or approved for use with this style of lens.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows the lens has one haptic torn off into the optic of the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.